Event description:
The customer reported that the system was getting a warning temp sensor failure error message.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep repaired the broken wire on the system temp sensor. He removed and replaced the x-ray tube cover and x-ray fan cover. He erased the system nodes and reformatted the hard drive, then reloaded the system software. The system operates as intended.